Event description:
The complainant alleged that during routine testing by a biomed the pacer output ma was out of calibration. The complainant indicated there was no pt involvement with this reported malfunction.